Manufacturer narrative:
510k: this report is for unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during hardware removal due to non-union on (B)(6) 2019, three (3) locking screws were broken but it was difficult to determine if the screws broke during removal or if they were already broken. A part of the broken screw remained in the shaft of the bone. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report is for three (3) unknown locking screws. This is report 1 of 1 for (B)(4) and captures the intraoperative event. Related complaint (B)(4) captures the post-operative event.